Event description:
A hosp reported to our distributor that when they connected the rt126, infant low flow breathing circuit to a ventilator, the heater wire alarm sounded. They reported that the problem was solved by replacing breathing circuits. No pt consequence was reported.

Manufacturer narrative:
An electrical resistance test was done on the heaterwire of the breathing circuit. Results: the heater wires had an electrical open circuit. Conclusion: every breathing circuit heater wire is electrically tested and those that fail are rejected during production. It is likely that the heater wire became an open circuit during use. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0011%.